Event description:
Customer reported that insulin gauge displayed an amount different than expected, showing 32 units instead of the expected 170 units. There was no adverse impact to the customer¿s blood glucose level. Customer completed necessary steps to troubleshoot the issue and was assisted in reloading the cartridge but declined additional testing. Customer was advised to monitor the situation and follow up if necessary.